Event description:
The following was reported to nmt by dr.: "in 2001, a 23mm device was placed in a post-op inferior rim membranous residual vsd. The vsd measured 8 mm by balloon stretch, somewhat less by tee. The procedure was uncomplicated. Post implant echo showed good device position. The qp/qs decreased from 3:1 to 1:3:1. A cxr the next morning showed the device to be in good position. Patient was seen on follow-up 3 months later. Patient gave a three week history of recurrences of symptoms (fatigue) and return of a rattling murmur in the chest. On clinic visit, the murmur was loud and a cxr showed the device in the proximal left lower lung pulmonary artery. Patient underwent uneventful surgical removal of the device, closure of the "vsd" and a "pfo", and went home 4 days later. The surgeon described that the "vsd" had a band of tissue through the center and that the total "vsd" diameter was closer to 15 mm."